Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose level displayed "high". The customer administered manual insulin injection to resolve elevated glucose level and reverted to an alternate method of insulin therapy.